Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for ventilation. The root cause was determined to be a sticky residue built up in the expiratory valve. In consequence (correction) the expiratory valve was replaced. There was no patient or user harm reported.

Event description:
Facilited reported the following occurred on (B)(6) 2020. An internal report was filed but no external. No patient injury was reported. The following is as per the facility's report: "patient was on the ventilator receiving nebulizer treatment. Respiratory therapist paged to bedside due to vent stopped working. Patient manually ventilated by rn." Ventilator was swapped out. Mode: apvsimv, fio2 of 40, peep of 5, vt of 330.